Event description:
It was reported that the control module displayed error code l3-018 during procedure. The error occurred after the probe was firing into the breast and a sampling was attempted. The probe was swapped with same results, error l3-018. No sample was retrieved and the case was aborted and rescheduled.